Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed and it was noted that the tubing was perforated near where the blue slide clamp was placed. The blue slide clamp was reviewed and no defects were detected which could cause damage in the tubing. A functional leak test was performed and it was noted that a leak was present at the perforation in the tubing. The reported condition was verified. The cause of the condition could not be determined. Ten (10) retention samples were also visually inspected with no issues noted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During sample evaluation on a returned access solution set, a functional leak test was performed and a leak was observed from a perforation in the tubing near the blue slide clamp. There was no patient involvement. No additional information is available.